Event description:
A health care professional (hcp) reported via a manufacturer representative that the patient indicated an alternation in stimulation and presented with tremors in the area of stimulation. The hcp decided to explant the device. The issue was noted as resolved.

Manufacturer narrative:
Analysis of the ins, model 3774, serial no. (B)(4), found no significant anomalies; the battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output. Telemetry was restored after one physician mode recharge. After recharging the ins battery, it passed functional testing. According to the trace report taken from the ins, the battery was last recharged on (B)(6) 2016. It depleted to the "lock/sleep" mode on (B)(6) 2016 and subsequently went to an overdischarge state. It appears that the explant date may have been in (B)(6), so the ins may have gone to an overdischarge state some time after explant. This was the first overdischarge of this ins.

Manufacturer narrative:
Concomitant medical products: product ID 3999, product type: lead. Product ID neu_siliconeanchor, product type: accessory. Product ID neu_siliconeanchor, product type: accessory. Product ID 37083-40, serial# (B)(4), product type: extension. Product ID 37083-40, serial# (B)(4), product type: extension. The serial number of the ins, model 37714 has been updated as well as the related information and the correct manufacturing site is 3004209178. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
.

Event description:
Additional information received from the representative reported the device was in good condition, but configurations were performed without any success, and no issues were noted at the time of explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.